Event description:
A copy of the medwatch report from FDA was received, which states patient was started on a heparin drip at 0135. The order and rate of infusion were verified x2 people. The patient, heparin bag, and pump were scanned. Heparin infused faster than what the verified rate said it should have. The bezel, platen / spring hinge assembly is defective. This component keeps constant pressure on the infusion set against the pump assembly. The defect is located at the top hinge of the bezel, platen/spring hinge assembly. On (B)(6) 2025. Pump infusion rate test. Infusing at a rate above set rate. Ml/hr. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an over infusion - heparin was not determined because no products or device logs were returned.

Event description:
A copy of the medwatch report from FDA was received, which states patient was started on a heparin drip at 0135. The order and rate of infusion were verified x2 people. The patient, heparin bag, and pump were scanned. Heparin infused faster than what the verified rate said it should have. The bezel, platen / spring hinge assembly is defective. This component keeps constant pressure on the infusion set against the pump assembly. The defect is located at the top hinge of the bezel, platen/spring hinge assembly. On (B)(6) 2025. Pump infusion rate test. Infusing at a rate above set rate. Ml/hr. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.